Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Staff reported when attune instruments went for decontamination the ssd staff reported that they have found two chips on two of the attune trials and therefore the kit was taken out of circulation and the trials needed replacing.

Manufacturer narrative:
Further evaluation of the device indicates that the product problem is not a reportable malfunction, therefore this medwatch is being rejected.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).